Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's family member stated the patient was admitted to the hospital on (B)(6) 2016 because he was "sick" and subsequently passed away on (B)(6) 2016. Per the received medical records the patient was admitted on (B)(6) 2016 with nausea, vomiting and diarrhea. Medical records were received and pending medical record review.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records did not contain any hospital documentation after 02:41 on (B)(6) 2016. Medical records did not contain a death certificate or autopsy report for review. Medical records did not mention the cause of death nor mention the patient expired. Medical records did not contain any interventions at the time of patient¿s alleged death. Medical records did not indicate where the patient expired. Medical records did not indicate if patient was receiving peritoneal dialysis at the time of death. Medical records did not mention if patient received dialysis while in the hospital. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s hospitalization and death. The patient¿s hospitalization was gallbladder related. In addition, the patient had an extensive cardiac history that included pacemaker placement that could have contributed to the patient¿s death. Without knowing facts behind the patient¿s death and lacking medical information, no conclusion can be made regarding a causal relationship between the patient¿s liberty cycler, liberty cycler set and peritoneal dialysis solution and the patient¿s death. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6) male who presented to the hospital on (B)(6) 2016 with persistent nausea, vomiting and diarrhea. Patient was recently admitted to another hospital from (B)(6) 2016 for similar presentation. During that admission, the patient had a right upper quadrant ultrasound that revealed the gallbladder was distended with a small amount of sludge, no biliary dilatation. The patient improved with symptomatic treatment and was discharged home. However, since discharge from that hospitalization the patient¿s nausea and vomiting returned and the patient now has diarrhea that led him to return to the hospital. The patient admitted the nausea and vomiting had actually been occurring for the previous month and the patient had a 15 - 20 pound weight loss during that time. Patient was scheduled for a cholecystectomy and the medical records indicate the patient was last seen by the cardiologist on (B)(6) 2016 at 02:41pm. There was no medical record documentation after this time. A call was placed to the patient on (B)(6) 2016. The patient¿s family member stated that the patient was admitted to the hospital on (B)(6) 2016 and passed away ¿yesterday¿ ((B)(6) 2016) because he was ¿sick.¿